Manufacturer narrative:
The customer's reported complaint that "the autopulse platform (sn (B)(6)) displayed some error messages that were likely user advisory (ua) 02 (compression tracking error), (ua) 07 (discrepancy between load 1 and load 2 too large), or (ua) 45 (not at "home" position after power-on/restart)" was confirmed during the review of the archive data but not during functional testing. The reported complaint was not reproduced at zoll service depot, and the autopulse platform functioned as intended. Visual inspection revealed several issues unrelated to the reported complaint. The bottom and front enclosures had multiple cracks in the screw well area, and the top cover had a hole at the bottom end, near the power button. The observed physical damage appeared to be characteristic of harsh impacts, attributed to user mishandling. The bottom, front, and top covers were replaced to address the observed physical damages. The customer reported that multiple error messages occurred with 4 different patients throughout the last year, but the customer could not recall the exact event dates for any of the 4 patients. Because the event dates are unknown, the archive data was analyzed starting with the zoll awareness date of 4/12/23 and going back one year. The earliest recorded date from the archive data was (B)(6) 2022. Based on the available archive data, multiple advisory messages such as ua (02), ua (07), and ua (45) occurred on multiple dates from (B)(6) 2022 through (B)(6) 2023, confirming the reported complaint. From the archive data, on (B)(6) 2022 the autopulse platform performed several compressions. The user paused the autopulse, possibly to check the patient's pulse. Following the pause, the platform delivered a few more compressions, then stopped and displayed ua (07). The load sensing system detected a weight/load imbalance between the two load cells. Load cell characterization test results confirmed both load cell modules functioned within the specification. The probable root cause for the ua (07) advisory message that occurred during the event could have been related to the patient having shifted during compressions. Further review of the archive data showed that on (B)(6) 2022, the autopulse platform performed several compressions. The user paused the autopulse, possibly to check the patient's pulse. Following the pause, the device was powered off. Two minutes later, the autopulse platform was powered on again and displayed ua (45). If the autopulse is powered off during active operation (instead of normal exit stop and then power off sequence) after being powered on for the next session the platform will display ua (45) to notify the user that the encoder driveshaft is not at the "home" position (out of range). The archive data also showed multiple ua (02) occurring mostly during take-up. The take-up target and the max load sum data indicated the size of the patient/object on the platform was too small and light in weight, or the lifeband was opened during the take-up. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory (02) is an indication that autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse maintenance guide and autopulse user advisory list, user advisory (07) occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory (07) is an indication that the patient is out of position, or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. The autopulse platform passed the initial functional testing at zoll without any faults, user advisories, or errors. The drive train motor brake gap was inspected and verified to be within the specification of 0.008" ±0. 001". The platform was tested with the large resuscitation test fixture (lrtf) with known-good test batteries until discharged without any fault or error. The reported error codes (advisory messages), which were observed in the archive, were not reproduced. The autopulse platform functioned as intended. Upon service completion, the platform will be subjected to final functional testing to ensure that the device passes all testing criteria.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, the rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
Patient # 2: the customer contacted zoll tech support and reported that about one year ago, the autopulse platform (sn (B)(6)) was used in an attempt to resuscitate a patient in cardiac arrest. The patient was at a care facility with significant medical history. The customer stated that the cardiac arrest was witnessed by staff at the facility, but the patient did not receive bystander CPR. After performing a few compressions, the user paused the autopulse to check the patient's pulse. The customer recalls that the platform displayed the prompt: "realign patient." Per the crew, the platform displayed several error messages that were likely user advisory (ua) 02 (compression tracking error), ua07 (discrepancy between load 1 and load 2 too large), or ua45 (not at "home" position after power-on/restart). The reported issue led to abandoning the platform during the call. Manual CPR was performed, but return of spontaneous circulation (rosc) was not achieved, and the patient was later pronounced dead on the scene. The customer stated they haven't been able to replicate the issue so far and are leaning toward user error. The customer did not believe there was a relationship between the death and the alleged malfunction. Please see the following related MFR reports: MFR #3010617000-2023-00407 for the patient #1, MFR #3010617000-2023-00467 for the patient #3, MFR #3010617000-2023-00406 for the patient #4.